Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the device was difficult to load, and it was also reported that needle would not stay on the instrument during loading. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.